Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube has been found producing an erroneous result. No patient impact was reported. The following has been provided by the initial reporter: hemoglobin parameter out of range after blood collection, blood is "rocked" for 10-15 min before being process on the beckman coulter instrument. Customer reports there is no adverse patient impact, when results failed due to error check failed, the blood sample gets incubated for over 50 min and retested. No results get reported to a physician, failure gets documented and retested.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: 100 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for a bd product issue. No further clinical testing is required. Issue reported is common among patients with cold agglutins. Not related to a product(tube) issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube has been found producing an erroneous result. No patient impact was reported. The following has been provided by the initial reporter: hemoglobin parameter out of range. After blood collection, blood is "rocked" for 10-15 min before being process on the beckman coulter instrument. Customer reports there is no adverse patient impact, when results failed due to error check failed, the blood sample gets incubated for over 50 min and retested. No results get reported to a physician, failure gets documented and retested.